Event description:
The issue occurred during preparation for use for the diagnostic procedure. The procedure was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device evaluation could not confirm the customer's allegation. The e103 error code was not reproduced. Other technical defects were found: cracks on the upper part of the insertion section of the output connector (light guide connection part) and the the light intensity decreased due to depletion of the xenon lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that error code e103 occurred while using a visera elite xenon light source. The issue occurred during preparation for use. The reported issue occurred during a diagnostic procedure. There was no patient harm associated with the event.